Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 100 retained samples underwent visual inspection, confirming that the hemogard closure assembly was correctly assembled and placed on the tubes. Functional tests were performed on 10 of the retained samples. All tubes were found to be within specification limits, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® fx 5mg 4mg tubes, three (3) tubes had insufficient vacuum. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using the bd vacutainer® fx 5mg 4mg tubes, three (3) tubes had insufficient vacuum. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.